Event description:
The customer stated that she went to the emergency room with a high blood glucose reading of 457 mg/dl and ketones. The customer stated that she began experiencing high blood glucose levels ever since receiving a replacement insulin pump. Troubleshooting was performed and found that the insulin pump was programmed correctly. However, the customer did not rewind the insulin pump or prime the tubing when she get the replacement insulin pump. The customer was not wearing the insulin pump at the time of the call as she was being treated manually at hospital.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.